Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the armrest motor module to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) reported repeated errors from the surgeon side console (ssc). Logs confirmed reoccurring error 23062 reported by the armrest ergo motor. Customer may abort to the xi system; undetermined. The procedure was aborted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 04/16/2026: the following information was provided regarding the mention of the issue of error 23062 on ssc, also being present on (B)(6) 2026: the issue was identified prior to starting a procedure, and the system was completely swapped for another in order to continue. The procedure did not start as a dual console; there was no injury to the patient, and there is no video recording of the procedure available for isi review. The surgery details were provided. The surgery was completed robotically with the different system. Patient's demographics were requested but were not provided.